Manufacturer narrative:
Correction: d8 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there is a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide on a 2008t machine was loose and tore the tubing of the bloodlines. The biomed reported that the machine has approximately 6007 operating hours and indicated that the blood pump rotor is the original part on the fresenius machine. Additional information was obtained during follow-up with a user facility nurse. The nurse stated that the patient was approximately 3 hours into their hemodialysis (hd) treatment (utilizing non-fresenius supplies) when the clinic staff noticed blood dripping from the tubing of the bloodlines. There were no machine alarms. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The nurse stated that the patient runs at a 450 ml/min blood flow rate (bfr) and believes that the lines were compressed from the bfr and finally tore resulting in blood loss. At the time of follow-up the biomed reported the replacement blood pump rotor was received by the facility and pending installation. The biomed stated the machine would be returned to service upon replacement of the part. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 (investigative findings and investigation conclusions).

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide on a 2008t machine was loose and tore the tubing of the bloodlines. The biomed reported that the machine has approximately 6007 operating hours and indicated that the blood pump rotor is the original part on the fresenius machine. Additional information was obtained during follow-up with a user facility nurse. The nurse stated that the patient was approximately 3 hours into their hemodialysis (hd) treatment (utilizing non-fresenius supplies) when the clinic staff noticed blood dripping from the tubing of the bloodlines. There were no machine alarms. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The nurse stated that the patient runs at a 450 ml/min blood flow rate (bfr) and believes that the lines were compressed from the bfr and finally tore resulting in blood loss. At the time of follow-up the biomed reported the replacement blood pump rotor was received by the facility and pending installation. The biomed stated the machine would be returned to service upon replacement of the part. The sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide on a 2008t machine was loose and tore the tubing of the bloodlines. The biomed reported that the machine has approximately 6007 operating hours and indicated that the blood pump rotor is the original part on the fresenius machine. Additional information was obtained during follow-up with a user facility nurse. The nurse stated that the patient was approximately 3 hours into their hemodialysis (hd) treatment (utilizing non-fresenius supplies) when the clinic staff noticed blood dripping from the tubing of the bloodlines. There were no machine alarms. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The nurse stated that the patient runs at a 450 ml/min blood flow rate (bfr) and believes that the lines were compressed from the bfr and finally tore resulting in blood loss. At the time of follow-up the biomed reported the replacement blood pump rotor was received by the facility and pending installation. The biomed stated the machine would be returned to service upon replacement of the part. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.